Manufacturer narrative:
Foreign - report source: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suction aid percutaneous tracheostomy tube cuff was tested prior to use with a patient. However, after approximately one hour in use, the cuff was found to have leaked air. Subsequently, the device operator closed the pilot balloon valve using tape and continued tube use. However, it was reported the tube was changed at a later time due to the leak. There were no adverse patient effects.